Event description:
It was reported that the patient had been hospitalized. The patient's blood glucose levels reached 69 mg/dl. The patient reported that the pdm was not working and was giving an error message. The patient was treated with insulin drip and heparin drip. The patient was was still in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.